Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in critical override. A technical support specialist (tss) remotely accessed the server and performed checks, with no issues found in the server, interface, or communication. A manual override was identified, and the customer was advised to remove it and reconfirm with the user. After removal, patient data began crossing normally. The system was monitored for some time, no new issues were reported. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over. The customer stated that the malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.